Manufacturer narrative:
An evaluation was performed by the service engineer (se), and it was reported that the battery required replacement. Investigation remains ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery error. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
The service engineer (se) reported that the battery was replaced; the device was operating. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.